Event description:
Caller reported that insulin gauge displayed a different amount than expected and was experiencing a fill estimate issue. No specific impact on the customer's blood glucose level was reported. Technical support walked the caller through filling and loading a new cartridge which resolved the issue.